Event description:
A customer reported inconsistent biometry during an exam. This event resulted in the patient ending up with a refraction of +2.00 diopters when the targeted refraction was plano. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when additional reportable information becomes available. (B)(4).